Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h6 - health effect - medical device problem code: 3191: dissatisfaction - quality/design. Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while scleral fixation was considered, the product and planned surgical procedure were deemed unfeasible, leading to the removal of the non-preloaded monofocal intraocular lens (iol). The surgery was successfully completed using an iol from another manufacturer. The procedure was completed successfully with the backup lens. No patient injury was reported. No additional medical intervention was required. No further details were provided.